Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon deflation issues, balloon withdrawal difficulty and a catheter shaft break occurred. Subsequently the pt died. The pt presented 2 days before this procedure with a myocardial infarction and a ptca was performed to an unspecified lesion. The pt was then scheduled for this procedure to treat other vessels. The pt presented to the cath lab for this procedure with an endotracheal tube in place. The 90% stenosed target lesion was located in the bifurcation of the left main artery (lm) and the left circumflex artery (lcx). The 3.50x32mm taxus express2 drug eluting stent (des) was implanted in the lm to the lcx. The balloon on the stent delivery system (sds) was inflated to 18 atm for 5 secs and then would not deflate. The stent balloon remained inflated for 1 min before it eventually deflated, but was stuck inside the stent. The physician tried several times to remove the balloon without success. During the physician's attempts to remove the balloon, he pulled back hard and the shaft of the sds was broken. The physician proceeded to extract the balloon with an extraction device. The pt experienced hemodynamic changes with bradycardia and low blood pressure during the attempts to remove the balloon. Following the removal of the device, CPR and advanced cardiac life support (acls) were performed, however, the pt expired 15 mins later. Additional info has been requested, but has not been received.